Event description:
Caller states patient received the following inform system/lab results within 10 minutes: 6.1 mmol/l/1.9 mmol/l, 3.9 mmol/l and 4.0 mmol/l/2.1 mmol/l. Both comparisons were performed on the same date, approximately 3.5 hours apart. No actions taken based on device result. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).